Event description:
(B)(4). I had elevated liver enzymes over 700, needed my gall bladder removed due to gall stones, severe bloating, skin staying really red, abdominal pain, irregular menstrual cycle, dry scalp.